Event description:
The customer reported 12-lead ECG v4 signal loss. There was no report of pt impact.

Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG v4 signal loss. There was no report of pt impact. The customer evaluated the device and determined the leads ECG cables were the cause of this malfunction. Philips supplies sent the customer replacement ECG cables to resolve this issue. The customer did not report the specific failing cable(s).